Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced, and new leads were added due to an unknown reason. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced, and new leads were added due to an unknown reason. The explanted ipg was not returned as it was kept by the medical facility. Additional information was received that leads were added for new pain areas.